Event description:
A diagnostic flexible bronchoscopy procedure with endo bronchial and trans bronchial biopsy was performed to evaluate a right middle lobe lung mass. During the procedure, the surgeon noticed a black piece inside the pt's bronchus. The piece was suctioned up through the suction channel after attempts to grasp the foreign body with a forceps failed. The procedure, extended an add'l 20 minutes, was successfully completed without incident.